Event description:
Pt received a sulzer orthopedics, inc, inter-op acetabular shell implant. The device was explanted at this facility. Preoperative diagnosis: failed sulzer acetabulum, left total hip. Postoperative diagnosis: same. Procedure: revision acetabulum, left total hip. Following the original implant, pt had progressive increasing pain in hip with start up pain, pain in the groin, and difficulty walking.